Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from laparoscopic surgery, loss of plastic particles at the distal end was noted. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the lock collar was broken. The balloon, cannula, valve seal and doors appeared intact. The inflation syringe was not received. A functional evaluation found that using a test syringe the balloon was inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when excessive force is applied during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.